Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was surgically abandoned for an unspecified non product experience. The lead was explanted at a later date due to an infection. No additional adverse patient effects were reported.